Event description:
Patient called lfs alleging that their one touch basic enhanced meter would not power on. Patient reported that the meter had stopped power on for several weeks. Patient described feeling dizzy, nauseated, and as though their feet were swollen during the time of concern. Patient reported going to the ER to have their blood glucose level checked. A reading of "292 mg/dl" was obtained on the ER meter. Patient was administered insulin at the ER. The customer service representative discovered through troubleshooting that the batteries were replaced less than 1 year ago, the batteries were correctly installed, and the battery contacts were in good condition. The meter was replaced. There was no evidence that the meter contributed to an adverse event, since the patient could not even recall when patient last attempted to test with the meter. However, the meter is being reported due to the unresolved power issue.